Manufacturer narrative:
Patient information was requested from the customer, but no response received.

Event description:
The customer reported that the ventilator alarmed with over voltage protection circuit failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Follow-up correction on the problem statement and this is also a duplicate report of MDR#2031642-2017-02255.

Event description:
The customer reported that the ventilator alarmed with back-up alarm failed. The customer reported that the unit was in use on patient, but there was no patient harm reported.